Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and healthcare via a manufacturer¿s representative regarding a patient receiving fentanyl b upivacaine dilaudid via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient contacted a healthcare provider today, saying their pump has worn through their pump pocket and was visible outside of skin. The patient did not know when this started. Additional information received on 08-jul-20204 from a healthcare provider via a company representative who reported that there was no issue with the device itself. The pump sat in such a way that it rubbed against the skin until dehiscence occurred. The cause for the issue was noted as failure of incision wound to heal following successful pump replacement procedure. The actions and interventions taken to resolve the issue was on (B)(6) 2024, the incision was reopened and washed with antibiotics and then closed more thoroughly. The patient is doing well following this intervention. The issue was resolved.